Event description:
Clinical study - it was reported that 245 days after a coronarty artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the proximal circumflex (cx). The index procedure treated one target lesion. A second lesion in the mid left anterior descending artery (lad) was attempted, but no taxus stent crossed the lesion. Target lesion 1 was a 2.5 mm vessel diameter, 90% stenosed region of the proximal cx. The lesion was 18.0mm in length, with mild calcification, and was severely tortuous. The physician direct stented the lesion with one taxus express2 8.8% 2.5x24 mm drug eluting stent without complication. Residual stenosis was 0% after implantation. The patient was discharged from the hospital 1 day post index procedure receiving asa and plavix. The site reported that 245 days post index procedure the patient underwent a tvr coronary artery bypass graft (CABG) of the proximal cx. The patient was discharged from the hospital 5 days post tvr in satisfactory/good condition. In the opinion of the physician there was an unknown relationship to the taxus stent.